Manufacturer narrative:
The reported complaint of a crack could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a 23" (58 cm) add on 150 ml burette set (no shut-off valve), microclave®, clamp where the reporter stated that the buretrol cracked upon squeezing to bring fluid into chamber causing medication to explode out. The buretrol had been hanging and in use, the customer squeezed the chamber to bring more fluid into the chamber and it exploded. The fluid involved during the event is propofol. There was patient involvement, no adverse events and there was delay in therapy.